Manufacturer narrative:
Device evaluation: a visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted, and the device passed the setup and test phases, the tissue acquisition test was performed, and no issues were found during the test, the device was able to acquire the samples without issue, the device worked as intended, also. Hence, the complaint cannot be confirmed. This observation will be monitored and trended.

Event description:
It was reported that on (B)(6), a biopsy procedure was performed with an eviva needle. When the needle was already placed in the breast, the radiologist attempted to take several tissue samples. When the filter was removed, only trace amounts of tissue were found in the filter. The saline and bodily fluids were visible in the canister. The radiologist verified that the suction was functioning on the atec machine. The procedure was aborted and the patient was rescheduled. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.